Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on an unknown date the patient underwent fusion surgery wherein rhbmp-2 was implanted. Patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2012: the patient was pre-operatively diagnosed with recurrent l5-s1 lumbar disc herniation, l4-5 disc prolapse and annular tear with bilateral lower extremity radiculopathy and underwent the following procedures: revision decompression l5-s1, decompression l4-5 with laminotomy l4-5 and l5-s1, posterolateral arthrodesis l4 through s1 with autologous iliac crest bone graft and bone morphogenic protein, placement of an epidural catheter. Anterior lumbar interbody arthrodesis l4-5, l5-s1 with machined allograft spacers, bone morphogenic protein, and anterior tension band plates. As per op-notes,¿ bone graft was morcellized. Posterior elements from l4 through s1 were decorticated. One strip of bone morphogenic protein was cut in half and divided between the right and left sides and placed from l4 through the sacral ala. The cancellous autogenous bone graft was then placed from l4 through s1. ¿attention was turned to l4-5 where in a similar manner the disc was removed, the space was measured at 15 mm, and a 15-mm machine allograft spacer was placed in a similar manner with infuse bone morphogenic protein sponges.¿ the patient was pre-operatively diagnosed with degenerative disc disease, l4-l5 and l5-s1 and underwent the following procedure: anterior exposure to discectomy and fusion, anterior of l4-l5 and l5-s1. As per op-notes, ¿we cut down to the l4-l5, l5-sl segment. The l5-sl segment required completed mobilization of the left common iliac vein. We performed the l5-s1 segments first. The other surgeon then did his part of the procedure, the neurosurgical part, and there will be a separate operative note for this. We were able to remove the disk, place a cadaveric bone with bmp and fuse the disk with the plate anteriorly.¿ the patient tolerated the procedure well without any intraoperative complications. On (B)(6) 2012: the patient was discharged from the facility.